Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the distal cx with 80% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.